Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the display on his insulin pump went blank. Customer stated that the device was exposed to moisture since he put it in his swim suite pocket after he got out of the pool. Customer stated he tried changing the battery but display did not return. Blood glucose is 158 mg/dl. Nothing further reported.